Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 x2 implantable pacing leads (B)(6) 2012. (B)(4).

Event description:
It was reported that during implant, the left ventricular (lv) lead was inserted but eventually removed due to patient anatomy and unstable positioning. The lv lead was removed and a different model lv lead was implanted. No patient complications have been reported as a result of this event.